Event description:
Maude event report no: (B)(4) stated: volun 17-jun-2014: in (B)(6) 2013, pt had metal on metal hip replacement surgery on his left hip. Since then, pt experiences hip pain with prolonged activities.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker hip replacement implant. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has not been made available. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.